Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that air water tube and air water cylinder have foreign objects. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process, finding that flexibility adjustment ring, grip, switch box, upward/downward and right/left angulation control knob, scope connector case unit, plug unit have scratched; forceps channel port had a dent; air water cylinder, suction cylinder had no color; scope connector cover unit had corrosion due to water leakage; water tightness was lost due to pinhole on bending section cover; light guide lens had a crack; connecting tube had buckling; universal cord had wrinkled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the air/water cylinder was not identified and there was no physical damage where the foreign material was found. Foreign material remaining in the device was attributed to incomplete reprocessing due to leakage from the rubber ring. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: detection methods in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.